Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as muscle fatigue, frequent urination, and a seizure; however, after symptoms subsided the customer was able to self-treat with glucose tablets. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was indicated to have terminated on body. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, the sensor plug was indicated to have terminated on body. Data analysis is consistent with sensor tail loss of contact with interstitial fluid due to temporarily unseated puck. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.